Event description:
Pt had a catheter in pt's umbilical vein for IV nutrition. The IV was connected with the bd level lock cannula. The level lock disconnected at the luer end of the device and the infant lost 20cc of blood before it was detected. The umbilical catheter had clotted off and the site was lost. The disconnect came between the stopcock and the lever lock device, not between the pt and the device at the luer end of the device.